Event description:
It was reported that during a da vinci hysterectomy procedure, a wire on the pk dissecting forceps instrument was noted to be in a loop; however, upon inquiring with the customer, the wire was frayed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch up and down cables were frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cables could cause or contribute to an adverse event, if to recur.